Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was felt to be related to myopotentials. Additionally, a stored atrial fibrillation (af) episode was observed that contained myopotential noise, however, the device appropriately marked the noise. Subsequently, the smartpass feature disabled in the device. A health care professional (hcp) contacted technical services (ts) for review of the episode. Ts reviewed the episode and noted the patient had small underlying r-wave signal amplitude measurements. Programming options were discussed. Additional information was received that surgical intervention was undertaken. The electrode was explanted and replaced. Visual inspection noted insulation damage on the electrode just proximal to the xiphoid area. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was felt to be related to myopotentials. Additionally, a stored atrial fibrillation (af) episode was observed that contained myopotential noise, however, the device appropriately marked the noise. Subsequently, the smartpass feature disabled in the device. A health care professional (hcp) contacted technical services (ts) for review of the episode. Ts reviewed the episode and noted the patient had small underlying r-wave signal amplitude measurements. Programming options were discussed. Additional information was received that surgical intervention was undertaken. The electrode was explanted and replaced. Visual inspection noted insulation damage on the electrode just proximal to the xiphoid area. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.